Manufacturer narrative:
Product has been received in anticipation of investigation. Once evaluation is complete a supplemental report will be submitted if applicable.

Event description:
The customer reported that his blood glucose reached 365 mg/dl. His insulin history is as follows: (B)(6). The pod was deactivated and he noticed that the cannula was bent.